Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will submitted.

Event description:
It was reported during the procedure, the temperature of the catheter would not increase when the physician tried to ablate. The physician checked the connection to the generator, at which time he noticed the fluid connection was broken at the handle. There were no consequences to the pt.